Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Significant glare and/or halos (under night driving conditions) and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/haloes. Due to glares/haloes, the lens was explanted. The problem was resolved. Cause of the event was reported as unknown.